Event description:
Report received of air-in-line with no pump alarm. It was reported that 3-4 inches of air was noted beyond the air sensor on the pump and the pump did not alarm for air-in-line. The staff reportedly re-primed the tubing and completed therapy with the same pump and tubing. The pt never received any air into pt's IV access site. There was no adverse effect to the pt. After therapy was complete, the pump was removed from service and sent to the biomedical department. It was not known what the air sensitivity was set for on this device.